Manufacturer narrative:
Date rec'd by MFR: 11jul2019. Additional information was received that there was no patient or user involvement. The fse (field service engineer) found multiple error codes in the diagnostic report. The fse replaced the motor controller printed circuit board assembly and the exhalation flow sensor, and the problems were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR : 11jul2019, date of report : 13aug2019. The fse (field service engineer) evaluated the device and found the "circuit compliance out of range" and the "air flow out of range" diagnostic codes in the ventilator's drpt (diagnostic report). The drpt also shows the "+24v failure" diagnostic code. The fse replaced the mc pcba (motor controller printed circuit board assembly) and the exhalation flow sensor and the problems were resolved. Additional information was received that there was no patient or user involvement. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that they were "getting improper loops in the machine". The device was being used on a patient at the time that the issue was discovered; however, there was no patient harm.

Manufacturer narrative:
PMA/510k: 06dec2019. Date of report: 10dec2019. The correct replaced part was the blower motor controller printed circuit board assembly, along with the exhalation flow sensor. The replaced exhalation flow sensor and blower controller printed circuit board assembly were returned and failure investigation was performed on (B)(6) 2019. The customer's reported problem was not duplicated. No faults were found on either of the returned parts. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.